Manufacturer narrative:
E1 initial reporter last name: corrected. The returned product consisted of the rotapro atherectomy device. The advancer was connected to the water infusion line, and no abnormal leaks were noticed. There was a steady fluid drop observed from the distal end of the sheath as intended by design. The device was visually inspected, and no damage was noticed. Testing was unable to confirm the reported event.

Event description:
It was reported that a fluid leak occurred on the catheter. A rotapro 1.25mm was selected for use. During the procedure while inside the patient the rotapro 1.25mm was leaking fluid. The procedure was completed with another same device. No patient complications were reported.

Event description:
It was reported that a fluid leak occurred on the catheter. A rotapro 1.25mm was selected for use. During the procedure while inside the patient the rotapro 1.25mm was leaking fluid. The procedure was completed with another same device. No patient complications were reported.